Event description:
Caller states the pt tested 1.1 inr on coaguchek xs system 1 and 2.1 inr on coaguchek xs system 2 during duplicate testing. Customer was treated based on 2.1 inr result, however, details of treatment were not provided. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system 2. Reference medwatch with a1 pt for suspect device in coaguchek xs system 1.